Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: bmc pregnancy childbirth. 2025 aug 20;25(1):868. Https://doi.org/10.1186/s12884-025-08010-3. Pmid: 40836292; pmcid: pmc12369026.

Event description:
Title: a prospective comparative study of single-layer versus double-layer uterine closure techniques on cesarean scar formation. The aim of this study is to compare the effects of single-layer versus double-layer uterine closure techniques on cesarean scar healing in women undergoing repeat cesarean delivery. Between april 2018 and april 2019, a total of 90 patients were invited to participate. Of these, 70 met the inclusion criteria and consented to take part in the study. Participants were randomized equally into two groups: 35 patients were allocated to the single-layer group and 35 to the double layer group. All participants are female and with a mean age of 32 plus or minus 6. In both groups, 1-0 polyglactin (vicryl) sutures were used. Additional uterine sutures were placed as needed using 1-0 or 2-0 vicryl. The peritoneum was optionally closed with 2-0 vicryl. Fascia closure was performed using 1-0 vicryl, and subcutaneous tissue was sutured when necessary. Skin closure was achieved with a subcuticular 2-0 vicryl suture. Reported complications are : -fever (n=1). Treatment : not provided. -wound dehiscence (n=2). Treatment : not provided. In conclusion, double-layer non-locking uterine closure with surgical refreshing of the scar edges appears to improve cesarean scar healing, as evidenced by increased residual myometrial thickness, when compared to single-layer non-locking closure.